Event description:
It was reported that the systems has mixed thumb nail images, but it was the same pt. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The flash drive was installed during the service call. The system was tested, found to be working as intended and returned to service.